Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a moderately calcified and tortuous lesion in the left circumflex artery. A stent was implanted however a perforation occurred. A 2.80x19mm rx graftmaster covered stent was advanced however failed to cross the lesion. The perforation was sealed using another graftmaster. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.